Event description:
It was reported that a right ventricular leadless pacemaker (lp) and failed to be rotated with its associated delivery catheter for positioning during initial implant. It was suspected that patient's tortuous heart anatomy could be the cause of the issue, but a malfunction of the system could not be ruled out. The physician chose to implant a transvenous pacemaker instead. Patient had no consequences.